Event description:
MDR decision date: (B)(4). No serious injury alleged. Malfunction alleged. Front caster wheel allegedly is bent. Person from facility who called is not aware of which side. No serial number provided. Part #1144243, wheel assembly, was referenced. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.